Event description:
Revision surgery 2 years and 9 months post op due to aseptic loosening of quadra h stem. The discrepancy was detected through x-rays when patient started to complain of thigh pain earlier this year.

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 3 std - ref. (B)(4) / lot 091116 (60 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Thirty-two stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected the reason of the loosening is unknown. There are no evidences that the event is device related.